Event description:
It was reported that the patient was admitted to the hospital for cardiac arrest. The patient received multiple high voltage shocks from the external defibrillator. Upon interrogation, the pulse generator exhibited premature elective replacement. On (B)(6) 2014 it was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related. The device was explanted at an unknown date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.